Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced multiple adhesions, abdominal pain, and an abdominal wall mass. Treatment included surgical excision of the mass, reinforcement of the fascia, and revision of the mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, pain, recurrence, scarring, mass, adhesions, abdominal pain. Post-operative patient treatment included abdominal wall mass excision, reinforcement of fascia, revision surgery, hernia repair with new mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a1, a4, b2, b5, b6, b7, d10, h6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; platelets; ammonia; creatinine; prothrombin time; inr) & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, pain, recurrence, scarring, mass, adhesions, abdominal pain, fibroconnective tissue, inflammation, giant cells, labs abnormal for wbc; hemoglobin; hematocrit; platelets; ammonia; creatinine; potassium; prothrombin time; inr, diastatic abdominal wall, chronic anemia, fluid collection, e.coli, scar tissue, fever, chills, night sweats, hot flashes, nausea, vomiting, diarrhea, tenderness, abdominal distention, weakness, abdominal wound drainage, abnormal renal function & dehydration. Post-operative patient treatment included abdominal wall mass excision, reinforcement of fascia, revision surgery, hernia repair with new mesh, CT scan, multiple hospitalizations, open hernia repair, lysis of adhesions, oral pain medication, tears in posterior sheath repaired, use of jp drains, cath lab incision & drainage, wound care, antibiotics & wound vac placement.